Manufacturer narrative:
(B)(4)

Event description:
It was originally reported that the pt needed to find a new doctor to refill pump due to relocating. The next low reservoir alarm was less than 1 week away. The pt experienced a change in therapeutic effect. The symptoms experienced were nausea and sweating which occurred prior to pump refill. The refill date was missed and the volume in pump was below recommended volume to maintain adequate infusion. She was at home in fair condition. She was unable to find a doctor to refill her pump. It was later reported that the pt experienced withdrawal with unk symptoms approximately 1.5-2 weeks post refill back in (B)(6). She returned back to her previous doctor to have her pump refilled her pump may have been malfunctioning and will need to have it replaced soon. She was at home. The drug being administered via the pump was unk. Additional information has been requested. It was later reported that the pt continued to have problems and believed the problems were related to the implanted system. The pump medication had not been adjusted; surgery was not performed. The pt had not "seen a medical advisor concerning my problem with my pump medication. My problem hasn't been resolved."